Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and prime anomaly. Customer's blood glucose level was unknown. Customer stated they are unable to exit the preparing to prime loop. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the insulin pump. Customer states drive support cap appears to be normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.